Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during an implant procedure that the hex wrench was not able to be properly inserted into the set screw of the implantable cardioverter defibrillator (ICD). The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable following the procedure.